Event description:
Immediately after insertion of the catheter into the patient's arm, IV fluid was connected to line. Catheter noted to be broken and leaking at the site where the hub of the catheter joins the catheter. Patient had a repeat procedure in the other arm - no problem with new catheter. Catheter and packaging are being returned to the manufacturer for examinationinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.